Event description:
It was reported that pump experienced recurring cartridge alarm 30 during load process while customer followed on-screen prompts and had previously reported similar cartridge alarms with same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary until replacement arrived, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided storage mode instructions, and instructed customer to return problematic pump within specified time frame and to manually enter pump settings and reconnect cgm on replacement device.